Event description:
It was reported that unspecified bd¿needle was occluded. The following was provided by the initial reporter: verbatim : customer reported had issues with two sizes of needles clogging while giving injections. Our main example is when we are giving 1 ml injections and it will stop at around 0.25-0.3 ml left. We then take the needle off, put a new needle on, re stick patient, and are able to push the last bit of med through the syringe. This has happened multiple times to multiple staff members.

Manufacturer narrative:
Investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. D.4. The reported lot# [203874 ]was not found in the system. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ needle was occluded. The following was provided by the initial reporter: verbatim : customer reported had issues with two sizes of needles clogging while giving injections. Our main example is when we are giving 1 ml injections and it will stop at around 0.25-0.3 ml left. We then take the needle off, put a new needle on, re stick patient, and are able to push the last bit of med through the syringe. This has happened multiple times to multiple staff members.